Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for chronic low back pain and lumbar radiculopathy. It was reported that patient only uses the device at night because the stim is too high and she doesn't have a pp to adjust it. When the stim turns on, she feels a "major jolt". Patient also mentioned the (elective replacement indicator) eri message. No longevity allegation was made. Patient was redirected to follow up with their hcp to discuss when the implant needs to be replaced and the jolting issue. The event date was provided as 5-6 months ago. An exact date was not provided. No further complications were reported/anticipated.